Event description:
Related manufacturer reference number: 2017865-2024-71898. It was reported that during a pacemaker replacement procedure, the chronic right ventricular (rv) lead had difficulty to be removed from the pacemaker header. The pacemaker was explanted and replaced on (B)(6) 2024 while the rv lead remained implanted. There were no patient consequences.